Event description:
Ous MDR - after an implantation time of about 40 months, syncope with brief loss of consciousness was reported. At the monitor, ongoing p waves without pm pacing in the ventricle were suddenly observed, which were later documented in the 3-channel ECG. The clinic also reported that syncopes had already been observed earlier in the pt. The device was explanted.

Manufacturer narrative:
Ous MDR.